Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. Prior to going to sleep, the patient had unspecified high values on the cgm and was also experiencing unspecified symptoms of hypoglycemia. There was no mention if the patient checked the bg to confirm symptoms at that time. While sleeping, the patient was making loud noises, so the daughter called 911. No bg or cgm values were provided at that time. When emergency medical services (ems) arrived, the bg was 23mg/dl. It is unknown what the cgm was displaying during this time. The hypoglycemia was treated with an unspecified medication and the patient was transported to the hospital. She was admitted for 2 days and treated further with unspecified IV fluids. At the time of the report, the patient was okay. At the time of the report, the patient was doing okay. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.